Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced undefined cartridge alarms. There was no reported impact to the customer's blood glucose level. Customer declined to follow up or provide any further information.